Event description:
The customer reported the system could not boot. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface, celeron processor, image processor, workstation backplane, mainframe backplane, generator interface pcb, fluoro function pcb, ps2 power supply and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.